Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a low minute ventilation alarm (a patient setting alarm) occur caused by tidal volume decreasing along with it. The device was replaced for the patient. There was no harm or injury reported. The reported issue was duplicated on operational check at the manufacturer's service center. The device logs were reviewed with no critical device error codes logged. When functional testing was performed, the device failed testing for low flow. The device was disassembled and an internal check was performed resulting in visualization of dirt contamination of the flow sensor. The flow sensor was replaced to address this issue. After replacement of the flow sensor, the device was re-tested and it was confirmed that the issue had been resolved. It was determined that adhesion of dirt to the flow sensor caused abnormality in detection of flow and as a result, the device detected the tidal volume and leak low. Additional findings not related to the malfunction/issue: since dirt on blower assembly was confirmed by internal checking, blower assembly was replaced. Since it was confirmed that system printed circuit board assembly-fio2 sensor cable was crushed, it was replaced. The device was reported to have passed final testing and confirmed to be operating properly.